Event description:
It was reported that after a non-abbott guide wire crossed the lesion, pre-dilatation was performed with the voyager nc 3.0 x 15 mm. The balloon ruptured at 8-10 atmospheres when inflated for the first time. A 3.0 x 15 mm non-abbott balloon was used instead to further dilate the lesion and a xience v stent was deployed to complete the procedure. No patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: quantum apex 3.0 x15. Guide wire: rinato. Guide cath: launcher 7f jl4. Stent: xience v 3.0-18. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified patient anatomy, such that the balloon ruptured upon the first inflation at 8-10 atmospheres which is below the rated burst pressure (rbp) of 18 atmospheres. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.